Event description:
It was reported that approximately two years post port implantation after treatment during a regular flush of saline, the patient allegedly had swelling in the neck. It was further reported that the device was removed and there was a small hole in the catheter. There was no additional intervention or treatment used other than removing the catheter. The device was not replaced. There was no reported patient injury.

Manufacturer narrative:
Investigation summary: one x-port isp MRI plastic port for evaluation. Visual inspection identified an I-split between 14/15cm and an I-crease with a 1.66mm longitudinal split between 13/14cm depth marker. The I-split is characterized by a longitudinal split and a circumferential split. The longitudinal split is characterized by granular surfaces and wear, while the circumferential portion of the I-split is characterized by smooth edges, buckling, red-staining, and one material bridge across the split. The I-crease is characterized by a circumferential crease with heavy wear and a longitudinal split with granular edges. Therefore, the investigation is confirmed for the alleged subcutaneous leak without embolism. The shape of both the split and crease, smooth edges of the circumferential portion of the split, and proximity of the I-split and I-crease suggest that the leak is a result of flexural fatigue. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two years post port implantation after treatment during a regular flush of saline, the patient allegedly had swelling in the neck. It was further reported that the device was removed and there was a small hole in the catheter. There was no additional intervention or treatment used other than removing the catheter. The device was not replaced. There was no reported patient injury.

Manufacturer narrative:
Additional details were provided on (B)(6) 2018 and associated fields were updated accordingly. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided, therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately two years post port implantation after treatment during a regular flush, the patient felt pain and swelling in the neck. It was further reported that the device was removed and there was a small hole in the catheter. There was no reported patient injury.